Event description:
First wheelchair required $20,000 of electrical repairs, done under warranty, within the first year from purchase. The wheelchair was replaced by the co and within two weeks has begun to have electrical problems. The rptr is concerned that there may be a design flaw or a quality issue with this device. The rptr is a medicare pt and is left without transportation, often for several days, every time this chair malfunctions requiring repair.